Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the generator reportedly produced a probe error toward the end of the procedure and the referenced device was said to have been withdrawn from the patient for a probe check verification. An ultrasonic error was said to have been displayed on the generator subsequently. The referenced device was said to have broken off upon physical inspection. The referenced device was said to have been used on soft tissues only with no excessive torque applied during the procedure. The intended procedure was said to have been completed with an unidentified device. There was no patient injury reported.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information, but, no further details were provided. Olympus followed-up with the sales representative to obtain additional information regarding this report. The sales representative reported that there had been no device fragments dislodged into the patient's body cavity as a result of this incident. The device referenced in this report was not returned for evaluation. The exact cause of the reported phenomena could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.